Event description:
The reporter stated that the device became disassembled during use. According to user facility the line was clamped and the device was replaced. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.